Event description:
Caller states the patient tested 5.2 inr on the coaguchek system and 3.9 inr on a comparison lab. No treatment information provided. Requested return of suspect system and replacement was sent. No adverse event reported.